Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the liner shaft driver is getting rounded and making it difficult to screw the liner trial. It was stated in the der that it just needs to be replaced.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary:the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: it was reported that the liner shaft driver is getting rounded and making it difficult to screw the liner trial. It was stated in the der that it just needs to be replaced. / / investigation method: / / investigation summary: